Manufacturer narrative:
H6: section d10, concomitant medical products and therapy dates, of ventec's esub form does not allow for multiple entries. The following concomitant medical products and therapy dates were provided by the reporter in the medwatch form 3500a that was provided to ventec: 1. E cylinder/e cart/regulator (therapy start date (B)(6) 2019, therapy end date - none). 2. Conserver, pneumatic 907-103-966 (therapy start date (B)(6) 2022, therapy end date - none). 3. Front wheel walker holder (therapy start date (B)(6) 2019, therapy end date - none). 4. Wheelchair cushion (therapy start date (B)(6) 2019, therapy end date - none). 5. Wheelchair 18in 907-105138 (therapy start date (B)(6) 2019, therapy end date - none). 6. Concentrator, 5lpm 907-103870 (therapy start date (B)(6) 2022, therapy end date - none). 7. Quad cane, larger base (therapy start date (B)(6) 2020, therapy end date - none). 8. Over the bed table 901-102157 (therapy start date (B)(6) 2020, therapy end date - none). 9. Nebulizer compressor (therapy start date (B)(6) 2020, therapy end date - none). 10. M6/b cylinder (6) (therapy start date (B)(6) 2022, therapy end date - none). The device was not returned to ventec for evaluation. Ventec continues to investigate the reported event. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The following event was reported to ventec: "on (B)(6) 2024 at approximately 3am, (B)(6) was smoking a cigarette at his residence and dropped it on his shirt, igniting his shirt and resulting in severe bums to his face and torso. (B)(6) primary caregiver found (B)(6) and called 911. (B)(6) was taken to the hospital, sedated and intubated. Hospital reports (B)(6) sustained 2nd and 3rd degree bums to 40% of his body. Vitas was not notified by (B)(6)/family of incident until the physician from the hospital called vitas and notified us at 11:40am on 1/26/24." This information had been sent to the previous manufacturer by the user facility who had completed a medwatch form 3500a, however, it is unclear if the 3500a was actually submitted to the FDA. The user facility medwatch report number referenced in the report is "(B)(4)" but the reporter answered "no" to section f11, report sent to FDA. Based on what was reported, it is also unclear whether or not the patient was on oxygen when they were smoking and subsequently dropped the cigarette on to their shirt. There was also no allegation of a device malfunction in their report. Additionally, the patient outcome was not reported. Ventec has reached out to the reporter in order to obtain answers to these questions, however, no response has been received. The UDI information for the device was not available, therefore section d4, unique identifier (UDI) #, is "unknown".

Event description:
The following event was reported to ventec: "on (B)(6) 2024 at approximately 3am, (B)(6) was smoking a cigarette at his residence and dropped it on his shirt, igniting his shirt and resulting in severe burns to his face and torso. (B)(6) primary caregiver found tr and called 911. (B)(6) was taken to the hospital, sedated and intubated. Hospital reports (B)(6) sustained 2nd and 3rd degree burns to 40% of his body. Vitas was not notified by (B)(6) /family of incident until the physician from the hospital called vitas and notified us at 11:40am on (B)(6) 2024." This information had been sent to the previous manufacturer by the user facility who had completed a medwatch form 3500a, however, it is unclear if the 3500a was actually submitted to the FDA. The user facility medwatch report number referenced in the report is "391571-2024-0001" but the reporter answered "no" to section f11, report sent to FDA. Based on what was reported, it is also unclear whether or not the patient was on oxygen when they were smoking and subsequently dropped the cigarette on to their shirt. There was also no allegation of a device malfunction in their report. Additionally, the patient outcome was not reported. Ventec has reached out to the reporter in order to obtain answers to these questions, however, no response has been received. The UDI information for the device was not available, therefore section d4, unique identifier (UDI) #, is "unknown".

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section b5, describe event or problem, of the initial medwatch report stated: the following event was reported to ventec: "on (B)(6) 2024 at approximately 3am, (B)(6) was smoking a cigarette at his residence and dropped it on his shirt, igniting his shirt and resulting in severe bums to his face and torso. (B)(6) primary caregiver found (B)(6) and called 911. (B)(6) was taken to the hospital, sedated and intubated. Hospital reports (B)(6) sustained 2nd and 3rd degree burns to 40% of his body. Vitas was not notified by tr/family of incident until the physician from the hospital called vitas and notified us at 11:40am on (B)(6) 2024." This information had been sent to the previous manufacturer by the user facility who had completed a medwatch form 3500a, however, it is unclear if the 3500a was actually submitted to the FDA. The user facility medwatch report number referenced in the report is "391571-2024-0001" but the reporter answered "no" to section f11, report sent to FDA. Based on what was reported, it is also unclear whether or not the patient was on oxygen when they were smoking and subsequently dropped the cigarette on to their shirt. There was also no allegation of a device malfunction in their report. Additionally, the patient outcome was not reported. Ventec has reached out to the reporter in order to obtain answers to these questions, however, no response has been received. The UDI information for the device was not available, therefore section d4, unique identifier (UDI) #, is "unknown". Section b5, describe event or problem, of the initial medwatch report should have stated: the following event was reported to ventec: "on 1/26/2024 at approximately 3am, (B)(6) was smoking a cigarette at his residence and dropped it on his shirt, igniting his shirt and resulting in severe burns to his face and torso. (B)(6) primary caregiver found (B)(6) and called 911. Tr was taken to the hospital, sedated and intubated. Hospital reports tr sustained 2nd and 3rd degree burns to 40% of his body. Vitas was not notified by (B)(6)/family of incident until the physician from the hospital called vitas and notified us at 11:40am on 1/26/24." This information had been sent to the previous manufacturer by the user facility who had completed a medwatch form 3500a, however, it is unclear if the 3500a was actually submitted to the FDA. The user facility medwatch report number referenced in the report is "391571-2024-0001" but the reporter answered "no" to section f11, report sent to FDA. Based on what was reported, it is also unclear whether or not the patient was on oxygen when they were smoking and subsequently dropped the cigarette on to their shirt. There was also no allegation of a device malfunction in their report. Additionally, the patient outcome was not reported. Ventec has reached out to the reporter in order to obtain answers to these questions, however, no response has been received. The UDI information for the device was not available, therefore section d4, unique identifier (UDI) #, is "unknown".

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The invacare perfecto2 oxygen concentrator user manual provides the following warnings [p.6]: "danger! Risk of death, injury, or damage improper use of the product may cause death, injury or damage. This section contains important information for the safe operation and use of this product. -do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as user manuals, service manuals or instruction sheets supplied with this product or optional equipment. -if you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment. -check all external components and carton for damage. In case of damage, or if the product is not working correctly, contact a technician or invacare for repair. -the information in this document is subject to change without notice. -this product is intended to be set up by adults or under adjust supervision only after reading and understanding the instructions and warnings of this user manual. Danger! Risk of death, injury, or damage from fire textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. Smoking during oxygen therapy is dangerous and is likely to result in burns or death. To avoid fire, death, injury or damage: -do not smoke while using this device. -do not use near open flame or ignition sources. -no smoking signs should be prominently displayed. -keep all open flames, matches, lighted cigarettes, electronic cigarettes or other sources of ignition at least 10 ft (3 m) away from this concentrator or any oxygen carrying accessories such as cannulas or tanks. Danger! Risk of death, injury, or damage from fire textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. Smoking during oxygen therapy is dangerous and is likely to result in burns or death. To avoid fire, death, injury or damage: -do not allow smoking within the same room where the oxygen concentrator or any oxygen carrying accessories are located. -if you disregard these warnings about the severe hazard of oxygen use while you continue to smoke, you must always turn off the concentrator, remove the cannula and then wait ten minutes before smoking or leave the room where either the concentrator or any oxygen carrying accessories such as cannulas or tanks are located." Ventec has reviewed the information provided in the user facility medwatch report. Ventec's investigation determined that the cause of the reported issue was user error, due to the patient smoking in very close proximity to the device which was actively delivering oxygen to the patient. These actions resulted in the observed fire and burns to the patient's face and torso.